Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced pericardial effusion. The procedure was completed, but a pericardial effusion was noticed during the post-case survey using intracardiac echocardiography (ice). Pericardiocentesis was performed and the effusion was monitored afterwards. It is believed that a perforation occurred with the guidewire or the pfa catheter system. The device is not expected to be returned for analysis.